Event description:
It was reported that the atrial lead exhibited under sensing. The lead was repositioned successfully during right ventricular lead repositioning.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.